Event description:
It was reported that this right ventricular (rv) lead exhibited possible lead perforation. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.